Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, loss of capture and dislodgement and was scheduled for revision. Additional information indicated that the rv lead was explanted. No additional adverse patient effects reported.